Event description:
It was reported that the procedure was to treat a lesion in the proximal circumflex artery with heavy tortuosity and heavy calcification. Pre-dilatation was performed and the 3.5 x 23 mm xience v stent delivery system (sds) was advanced, but could not cross the lesion. During removal, the sds mid shaft separated outside the patient anatomy. A new xience v sds was used to complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned device noted the shaft was separated/detached 75cm distal to the strain relief tubing, thus confirming the complaint. The fracture face was oval shaped and the jacket was stretched and jagged, suggesting tensile overload (material fatigue/stress). The lesion was described as heavily tortuous and heavily calcified, which likely contributed to the reported failure to advance/cross the lesion. The shaft may have become kinked during the procedure and further handling/manipulation of the device likely created material fatigue and contributed to the shaft separation/detachment. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database was performed and there is no indication of a product quality deficiency.